Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx bifurcated and vela suprarenal device in 2016. Recently, endologix was made aware of an unknown endoleak. The issue was found during a recent follow up cta. Physician will evaluate and potentially reline.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ib and type ii. The type ib endoleak complaint is most likely anatomy related. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. Additionally, clinical assessment determined that there was evidence to reasonable suggest a type ia endoleak occurred that were not included in the event as reported. The endoleak was discovered on (B)(6) 2018 during review of the 26 month post implant CT scan. (Will be reported in a separate report) the final patient status was not reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.